Manufacturer narrative:
(B)(4).

Event description:
On 12/18/2015, pentax medical received additional information regarding this event, including the hospitalizations identified below: hospitalization at (B)(6) hospital between (B)(6) 2013. During this admission, the patient tested positive for escherichia coli (metallo beta lactamase producing organisms). Patient was treated with multiple antibiotics during this admission. Hospitalization at (B)(6) hospital between (B)(6) 2013. During this admission, the patient tested positive for escherichia coli, carbapenemase (kpc) producer. Patient was treated with antibiotics tobramycin and tigecycline. Hospitalization at (B)(6) hospital rehabilitation unit between (B)(6) 2013. During this admission, the patient tested positive for escherichia coli, carbapenemase (kpc) producer. Patient was treated with antibiotic tigecycline. Hospitalization at (B)(6) hospital between (B)(6) 2013. During this admission, the patient tested positive for escherichia coli, carbapenemase (kpc) producer. Patient was treated with antibiotics. Hospitalization at (B)(6) hospital between (B)(6) 2013. During this admission the patient tested positive for klebsiella pneumoniae. On 12/18/2015, pentax medical received additional information regarding this event including date and cause of death. Cause of death identified on the death certificate: biliary duct carcinoma.

Manufacturer narrative:
(B)(4).

Event description:
Carbapenem-resistant enterobacteriaceae (cre) infections arising out of (B)(6) hospital, located in (B)(6), were the subject of multiple previous MDR's (MDR#'s 2518897-2013-00004, 2518897-2013-00005, 2518897-2013-00006, 2518897-2014-00001, and 2518897-2014-00002 filed on 09/20/2013, 10/28/2013, 11/12/2013, 03/06/2014, 03/06/2014, respectively). Pentax of america, inc. Filed the 5 MDR's mentioned above based on the duodenoscope allegedly involved in the event. The MDR's included information on each of the thirty-seven patients on the individual forms associated with the relevant duodenoscope-specific MDR. However, each patient did not have a unique MDR number. To ensure full compliance with FDA's expectation of one patient per number, pentax of america, inc. Is submitting additional MDR's to ensure each patient is uniquely identified/reported. MDR 9610877-2015-00056 is being submitted to ensure patient ID (B)(6) is uniquely identified/reported. Going forward, pentax medical will report supplemental information on this patient exclusively to this MDR. MDR 2518897-2013-00004 includes information previously reported on the patient identified in this MDR (ID (B)(6)) and on the device involved in the event (video duodenoscope ed-3490tk/serial (B)(4)).